Event description:
It was reported that the customer was hospitalized possible due to low blood glucose. The mother stated that her son was having a seizure, and she did not check his blood glucose. The caller stated that she gave him a glucose shot to elevate the sugar level, and by the time the paramedics arrived his blood glucose was 340mg/dl. The mother also stated that the insulin pump alarmed button, and the customer did not told the buttons for three minutes or longer. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed functional testings including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with intermittent button response and button error alarm.